Event description:
It was reported that capture anomaly was noted. Lead dislodgement and perforation were found. Lead was explanted and replaced.

Manufacturer narrative:
Analysis of the lead was normal. No anomaly found. A lead stiffness test was performed and found to be within specification. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.